Manufacturer narrative:
A-33 alarmed during the prime/a-33 at 4 pounds due to faulty fsr (gold).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and was unable to exit the preparing to prime loop. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.